Manufacturer narrative:
(B)(4) adverse event or product problem - additional, outcomes attributed to adverse event - additional, date of event - correction, date of this report - correction, describe event or problem - additional, type of reportable event - correction, correction/additional information, patient code - additional.

Event description:
Patient contacted dexcom on (B)(6) 2016 to report intermittent audio output and an adverse event on (B)(6) 2016. Patient stated that they had an insulin-reaction coma. Further event details were not given. Additionally, the patient tested the receiver's alerts and they worked. No further event or patient information is available.

Manufacturer narrative:
(B)(4)

Event description:
Patient contacted dexcom on (B)(6) 2016 to claim intermittent audio output on (B)(6) 2016. There was no report of any injury or medical intervention. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).